Event description:
(B)(6) advia centaur xp ehiv result was obtained on a sample from an (B)(6) patient and considered discordant when compared to an alternate method. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp ehiv result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00418 on (B)(4) 2012.01/17/2013 additional information:patient age: (B)(6). Patient sex: male.comprehensive metabolic panelsodium 127 mmol/lpotassium 3.6 mmol/lchloride 98 mmol/lco2 content 28 mmol/lglucose 99 mg/dlurea nitrogen, blood 16 mg/dlcreatinine, serum 1.1 mg/dlosmo calc 265 mos/kg h2oalbumin 2.6 g/dlprotein, total 6.0 g/dlcalcium 7.8 mg/dlalk phos 64 units/last 781 units/lbilirubin, total 0.9 mg/dlanion gap 1 mmol/lalt 73 units/lgfr calc, non-african >60 ml/mn/1.73m2gfra calc, african >60 ml/mn/1.73m2thyroid stim. Hormone 8.090 mciu/ml(B)(6).

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site, performed a functional system check and found no issues that may have contributed to the discordant result. Quality control results were within range. The system was fully functional. No conclusion can be drawn. The instrument is performing within specification. The information for use (IFU) states in the limitations section: "the advia centaur hiv 1/o/2 enhanced assay is limited to the detection of antibodies to (B)(6) human serum or plasma (potassium edta, lithium or sodium heparinized, and acd)." "It is recognized that currently available assays for the detection of antibodies to (B)(6) may not detect all infected individuals. (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) may be undetectable in some stages of the infection and in some clinical conditions."